Event description:
Information was received that the rapid infuser of a smiths medical level 1 trauma fast flow systems - h-1000 warmer was not working and was contaminated. No adverse effects were reported.